Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had screen became foggy and insulin pump not coming on. The customer¿s blood glucose level was unknown. The insulin pump was exposed to water. The insulin pump had crack on it. The insulin pump failed self-test. The insulin pump will be returned for analysis.